Event description:
It was reported by the customer that a pt came in who has a realize band and it was determined that the injection port had flipped. The surgeon has not been in-serviced on the product and referred the pt to another surgeon. There was no additional details about the implanting surgeon, implant date, and fill history. Additional follow up is being conducted. If additional details become available, a 3500a supplemental will be sent.

Manufacturer narrative:
(B)(4): info is unavailable; device was not returned for eval. Device remains implanted.